Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. Chest x-ray was performed for a suspected rv lead fracture due to a fall. The patient had experienced lightheadedness and being woozy. It was noted that there were programming changes made for unspecified over-sensing issues previously. Programming changes were made again. Patient condition was stable.